Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2019. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from an unspecified number of minicaps; further described as "sponges soaked with beta were laying loose within the packaging". This was observed prior to using the caps for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.